Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited increased threshold. The lead was capped and replaced on (B)(4) 2014. The patient was in good condition post procedure.